Manufacturer narrative:
The device tested to specification post incident. The customer has since reconfigured the device from flexible monitoring, to fixed monitoring, to prevent confusion over which pt was being viewed on which device. The device remains in use at the customer site.

Event description:
The customer reported that the pt was being monitored at the bedside, but there was no data at central.